Event description:
It was reported that the insulin pump was dropped into a pool and now it is vibrating without providing any alarms/alerts. Blood glucose level is 5.8mmol/d. It was stated that customer will temporarily use a loaner insulin pump.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the display and mother board. A cracked reservoir tube lip and a cracked case near the display window corners were noted during the visual inspection. No unexpected vibrate was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.